Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the extended surgery reported in (B)(4), on unknown date of (B)(6) 2019, the surgeon recognized that the rod was come off from s1 left under x-ray, and it caused proximal junctional kyphosis. The revision surgery was performed on (B)(6) 2019 to remove s1 screw by using t20 driver (p/n:279702050), and only screw head of p/n: 186731645 could be removed. The s1 set screws were not loosened but detached the screw head from the shaft. The surgeon removed two of s1 screw heads from the patient¿s body. The revision surgery was completed by implanting another manufacturer¿s screws (manufacturer and p/n were unknown), and extending the fixed location to th10~s2ai. There was no surgical delay. No further information was provided by the hospital.